Event description:
Related manufacturer reference number: 1627487-2024-00564. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number:(B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.